Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Pt said the battery had been dead for quite a while. It would not hold the charge and pt got tired of charging it. Pt explained the ins was not controlling the pain, so, pt went to hcp and they maxed it out and that caused problems where ins would not hold the charge: pt was having to charge it constantly. Pt said they could not do anything, pt could not lay down because it would start shocking and shocking them. Pt could not roll over or move around because it would start shocking. Because of high settings pt was sitting on the charger all the time. Pt also said the ins was implanted too high, right below their belt line. Pt said they could hardly wear any belt because it pressures the battery stings and burns all the time. After they maxed it up, hcp retired. Pt let the ins die and has been walking around with the dead ins. Pt no longer feels any shocking because ins is dead. Pt said no steps were taken to resolve the issues. Hcp retired and pt never went back there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient stated he was set on a and b which were not doing anything for controlling the patient's pain. The patient stated he went back last wednesday and the manufacturing representative (rep) put him on program c which is not helping the right or the left. The patient is calling for reprogramming. No further complications were reported. No additional patient symptoms were reported. Additional information received from the healthcare provider indicated that the issue of the patient¿s pain not being covered has not been resolved at this time. They referred to the patient¿s medical record. No further complications were reported or anticipated. Additional information received. Pt wanted to know what they had to do to get the implant battery taken out. Pt had not charged their implant in over 2 years because the implant did not hold a charge and it quit working. The thing was too high and they could not wear a belt because it hurts; pt noted it bothered them constantly and they wanted the battery to be taken out. Patient reported that it only worked for 5-6 months after implant and the battery has been dead since. Pt also mentioned that because it was implanted too high, it is inconvenient and gets in the way, e.g. He can't wear a belt. Pss sent out physician listings.